Event description:
It was reported by the carefusion service tech that the ventilator's turbine was seized. The reported problem was found during a scheduled preventative maintenance and was not connected to a patient.